Manufacturer narrative:
Device maintenance appears to have contributed to event. Device was out of calibration.

Event description:
The dermatome was inspected by the surgical service tech and the surgeon prior to use and the device passed inspection. The surgeon proceeded to use the dermatome to excise a piece of skin from the pt's thigh. The dermatome cut approx six small pieces of skin (resulting only in very minor abrasions) instead of the one large piece that was intended. This dermatome was removed from service immediately for return to the MFR. The dermatome was replaced by a second unit and the surgeon was able to proceed with a successful skin graft excision. The surgeon did mention that he thought the second unit, while it worked as intended: should be inspected by the MFR as he believed it was a little difficult to use. The service tech contacted the MFR and received two loaner replacements and then sent the two to the MFR.